Manufacturer narrative:
H3: one device was returned for analysis in used condition. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9 - product received date 4/14/2025. H3/h6 - test data. One device was received for evaluation for the complaint that patient pressure cycling check failed. The review of event log found that no information related to the complaint. There was no 12-month service history during the review. The device was sent for cycle check failure but could not verify the reported problem and the probable root cause was unknown.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device's patient pressure cycling check failed. No patient involvement reported.